Manufacturer narrative:
(B)(6). One device was returned and it was found that the inner and outer tubes were bent, just beyond the design tolerance and both inner and outer tubes were bent to the same degree. Cause is excessive lateral load. No other anomalies were observed. The inner and outer tips are old style tips and the inner tip was not reworked. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an unknown procedure, it was reported that the blade was noisy and shedding within the joint. The surgeon managed to flush out all debris via irrigation. There was no specified time delay.